Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An integra sales representative reported on behalf of the customer that at the end of the surgery, the screw by the swivel adaptor of the a2114 mayfield infinity xr2 skull clamp broke on (B)(6) 2018. There was no patient injury. The event did not lead to an increase of surgery time.

Event description:
N/a

Manufacturer narrative:
The a2114 mayfield infinity xr2 skull clamp (sn: xr161044 ) as well as the a2079 mayfield infinity xr2 base unit (sn:xb183508) were returned for evaluation. It was observed that the screw of the swivel adapter from the a2079 was broken. No more failures found. The device history record for item a2079 xb183508 listed in this complaint under work order 2642922 a total of 6 were produced of this lot in 2/26/2018. No abnormalities relate to the reported incident found nor were there any variances, mrr¿s or reworks associated with this lot/work order number. Failure analysis to identify root cause confirmed complaint event. The consensus of investigation finds the most likely root cause of complaint event is: user applied torque to knob in excess of material strength of screw thread or a combination of user torque and clamp support load exceeding screw thread strength. The knob is plastic. Plastic is commonly known to not behave like metal. Testing has shown that existing knob will break if too much torque or lateral force is applied. To prevent reoccurrence integra pd is testing alternate radiolucent materials for knob to increase durability.